Manufacturer narrative:
Product ID, 3389s-40 lot# v975264, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4),

Event description:
It was reported that the patient experienced soreness of neck, "significant" swelling of the scalp area, puffiness, and erythema around the left parietal region. It was reported that the lead was infected. The device was explanted and disposed of. The patient's symptoms were severe and necessitated medical or surgical intervention. The patient recovered without sequelae. A supplemental report will be submitted if additional information becomes available.